Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mobile app will no open occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.